Event description:
A copy of the medwatch report from FDA was received, which states, "primary rn set up infusion pump for fluids and IV drug with three additional rns. Primary rn verified dose and pump set up with rns before starting medication. Primary rn rounded on patient and noticed maintenance fluids were almost out, and IV drug had not been infused. Primary rn stopped infusion and checked patient¿s vitals. Patients¿ breathing worsened as IV drug was not infusing. Primary rn sought out nurse educator to help the patient while primary rn went to inform ed(emergency department) attending and pharmacy of incident that occurred. IV pump correctly set up, according to nurse educator and other rns sought out, but IV pump reversed the medications infusion rates". There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had inaccurate delivery was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "primary rn set up infusion pump for fluids and IV drug with three additional rns. Primary rn verified dose and pump set up with rns before starting medication. Primary rn rounded on patient and noticed maintenance fluids were almost out, and IV drug had not been infused. Primary rn stopped infusion and checked patient¿s vitals. Patients¿ breathing worsened as IV drug was not infusing. Primary rn sought out nurse educator to help the patient while primary rn went to inform ed(emergency department) attending and pharmacy of incident that occurred. IV pump correctly set up, according to nurse educator and other rns sought out, but IV pump reversed the medications infusion rates". There was patient involvement but no harm.